Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Event description:
It was reported that during a left nephrectomy procedure, the device was hard to open. They were able to get it open. A new device was used to complete the procedure. No other details are known. There was no patient impact. (B)(6).

Manufacturer narrative:
(B) (4). Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
Product has been requested back for an investigation. A final report will be submitted with investigation results once product has been returned and investigated.

Event description:
An adc customer's husband reported that several months ago (no specific date recalled). His wife received a low adc meter reading, however, no specific reading was reported. Customer stated after reading was obtained his wife fell in to a coma and then 7 days later went into another coma, and also reportedly lost consciousness. He stated paramedics were called and upon arrival, treated customer with insulin and transported customer to a local health care facility. Customer was diagnosed with hyperglycemia however, the customer could not recall any further treatment rendered at the facility. It is unclear if treatment was required for both medical events reported. Upon call back the customer stated she did not want to clarify the medical event but stated she received both high and low meter results however, did not report specific readings associated with either medical event. There was no report of death or permanent impairment associated with this report.